Event description:
While the physician was performing a percutaneous coronary intervention (pci) using guidezila guide extension catheter, when the balloon of the stent was being removed as well as the guide liner, the physician noticed a small structure in the proximal part of the artery and noticed that the guide liner was broken. The small structure remained in the proximal part of the left anterior descending artery. After multiple unsuccessful attempts with the balloons and filter wires, it was noticed that the dissection was getting worse. Cardiovascular thoracic surgeons were consulted and decision was made to perform coronary artery bypass surgery due to triple vessel coronary artery disease and take the opportunity to remove the piece. On (B)(6) 2016 at 09:21, patient was taken to surgery and a coronary artery bypass graft was performed. Patient tolerated the procedure well, was transferred to coronary care post-surgical intervention and is expected to return home. Diagnosis or reason for use: coronary artery disease.